Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "a prospective randomized trial of a potassium competitive acid blocker vs proton pump inhibitors on the effect of ulcer healing after endoscopic submucosal dissection of gastric neoplasia". This study was conducted on the endoscopic submucosal dissection (esd) for 40 patients with gastric neoplasia between (B)(6) 2015 to (B)(6) 2016. In the literature, it was reported that 6 patients of submucosal fibrosis, one lymphatic invasion, 2 patients of delayed bleeding, 2 patients of drug induced hepatic injury, and one perforation. Based on the available information, submucosal fibrosis, lymphatic invasion, delayed bleeding, and drug induced hepatic injury were not reported in a direct relationship with the olympus products. However, omsc assumes that the perforation might be related to the subject device since the subject device was used for esd. Based on the available information, specific information on the subject device and the perforation patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for perforation.